Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the mesh was almost free floating in a 10 x 10 cm infected and marked inflammatory abscess cavity. Because of the omental adhesions, fistulas and granulating abscess tissue, resected two segments of plaintiff¿s small bowel approximately 6¿ and 10¿ in size. It was reported that the patient experienced severe pain, inflammation, infections and drainage of purulent fluid from abdominal fistula. It was reported that on (B)(6) 2012 the patient underwent repair of recurrent hernia due to bowel blockages and scar. No additional information was provided.